Manufacturer narrative:
Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Specific measurement of alleged inaccuracy not provided. Suspect device not returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spine procedure, the navlock universal grey tracker appeared to be bent. The surgeon alleged the grey tracker was inaccurate. The spheres were cleaned and changed multiple times. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.